Event description:
On (B)(6) 2012 the reporter contacted animas to report a power issue with the pump after it had been exposed to water. The patient noted the pump would "work only with the meter". The technical support representative contacted the patient to obtain and verify information, however was unable to reach him by telephone. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on testing, the pump powered on with functional auditory and vibratory alarms. The up arrow and down arrow keypad buttons had intermittent response requiring excessive force to evoke a response. The ok and contrast buttons were responsive and had normal spring back. A leak test was performed and revealed a leak in the keypad. The keypad cover was removed and revealed contamination under the contacts of the contrast, up arrow and down arrow buttons. The pump cover was removed for investigation and revealed moisture inside the pump.